Event description:
A home peritoneal dialysis patient reported that during fill 1, the cycler gave an alarm and it displayed a negative number. She noticed that the two 5 liter solution bags were empty and that the drain bags were almost full. She also reported that she felt very much bloated and her abdomen was distended. She drained manually and filled a 3 liter drain bag to maximum capacity. She felt relieved after draining. There was no serious injury or illness.